Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported the purge disc compartment on the automated impella controller (aic) was damaged. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.